Manufacturer narrative:
Concomitant medical products: st jude lead, implanted: (B)(6) 2017.

Event description:
It was reported that about two months after the implant procedure, a chest x-ray revealed right atrial (ra) lead dislodgement. It was noted that the sensing test revealed a decrease in the ra lead. The ra lead was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.